Event description:
It was reported that during the attempted implant, the physician was unable to position the lead with the desired sensing. The lead was explanted and a new lead was implanted. No patient complications have been reported as a resultof this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was tissue present on helix and the lead appeared to have been damaged at implant.